Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut and could not aspirate, even the speed drops below 3000 cuts per minute (cpm) during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.